Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the lens was noted to be damaged after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.